Event description:
The customer reported to olympus there was no image on the hd autoclavable camera head. The malfunction was found during preparation for use of a hysteroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was confirmed. After further review, it was found that the defective cable unit was causing leakage and the image to be noisy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that communication failure has occurred due to cable failure and that the image is no longer displayed. A cable failure occurred due to water intrusion because there is a leakage from the cable unit. According to the contents of the instruction manual on the inundation of the cable, the phenomenon could have been prevented following the description which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.